Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that after obtaining vascular access, a long 032 guidewire was placed into the svc (superior vena cava). The distal part of the micropuncture sheath broke while removing it from the vasculature over the guidewire. The superficial area along the skin and subcutaneous tissue at the entry site was explored to see if the distal part could be identified and removed without success. A 16 french long sheath was placed over the guidewire. Using the same sheath, a snare was used to grasp the distal end of the j-wire. The wire and the snare were simultaneously pulled back into the long 16 french sheath. Once both were well into the sheath, another guidewire was placed to retain access. The sheath, the original 032 guidewire and the snare were all then pulled out of the vasculature. The snare and the original guidewire were then freed up from the remove sheath and the broken fragment of the micropuncture sheath was identified to ensure that the entire fragment was removed without any retained fragments.